Event description:
It was reported by service report that the side rail latching mechanism was not catching every time. It is unk if there was pt involvement; however, no adverse consequences were reported.